Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose. The blood glucose value was around 400 mg/dl and customer was treated with manual injections. Customer¿s current blood glucose was 187 mg/dl. Customer alleged for the under delivery but insulin pump passed high pressure test. Insulin pump will be returned for analysis.